Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiogram (ice) and transesophageal echocardiogram (tee) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system with a watchman trusteer access system (was). A pigtail catheter was advanced to the laa and a contrast image was obtained. A 31mm watchman flx pro closure device and delivery system (wd) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. There was no pe noted at the end of the procedure. Approximately four (4) hours post index procedure, the patient experienced hypotension, chest pain, and cardiac tamponade. A pe was discovered and a pericardiocentesis was performed with an unknown color and amount to fluid removed. The patient is stable and scheduled to be discharged.